Event description:
It was reported that, "targeting device will no longer locks. One of the teeth that holds the sleeve is broken off."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.